Event description:
The patient reported understanding that the "battery died and heart stopped beating because ICD did not kick in." Follow-up has been initiated to clarify the nature of any performance issues. If any additional performance information is received, it will be submitted via a supplemental report. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 419488 lead, implanted: (B)(6) 2005; 4473 competitor lead, implanted: (B)(6) 2004. (B)(4).